Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with glistenings in the left eye approximately ten years post implantation. The implant procedure was performed at a different clinic. Additional information has been requested; however, further information has not been received.